Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 bursts of inappropriate anti-tachycardia pacing (atp) and 1 electric shock for what appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Patient was started on oral anticoagulation (oac). Device remains in service. No additional adverse patient effects were reported,